Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a amplatzer trevisio intravascular delivery system. During deployment, the right disk had a bulbous deformation. After multiple attempts to reposition the device, the device remained in its bulbous deformation. A decision was made to retract the device and replace the device with a 27/30mm non-abbott pfo occluder. The replacement device was implanted in the patient with no adverse consequences, and the patient status was reported as stable. The deformed device was never released from the delivery cable while inside the patient, there was no angulation/kink with the delivery system, and there was no report of any interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and amplatzer trevisio intravascular delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.